Event description:
The customer observed positively biased quality control and patient results following calibration of vitros tsh reagent on a vitros eciq. Biased results of the direction and magnitude observed could lead to inappropriate physician action. No patient results were reported as the patient samples were processed for correlation purposes only. There were no allegations of harm as a result of these events. (B) (4).

Manufacturer narrative:
Datalogger files for the timeframe of the event identified unexpected vitros eciq system performance for multiple modules. Ocd field service investigated and made necessary repairs returning the vitros eciq to expected operation. Following the service activity, tsh was re-calibrated and successful quality control results obtained. The root cause of the biased quality control and patient results is instrument related.